Manufacturer narrative:
Evaluation was not possible as the products were not returned. A search of the complaint database did not reveal any other reports for the manufacturing lots. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear and device loosening; however, polyethylene wear after approximately fourteen yrs implantation should not be unexpected. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address osteolysis, poly wear and loosening of the tibial component.